Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 19. Details of surgery: primary stability not achieved. On (B)(6) 2023, non-osseointegration was verified. Patient presented with bone type iii, fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility, swelling and bleeding. No further patient complications were reported.